Manufacturer narrative:
(B)(4). Malfunction the primary cause for this event was inadvertent switching of the device history record (DHR)/labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information provided stated that the patient underwent a secondary procedure on (B)(6) 2013 whereby an intraocular lens (iol) was implanted as a piggy back lens. No further information was received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due a diopter mix-up between two lots. It was stated that the implanted intraocular lens (iol) nearly caused a 5 diopter myopic shift. In addition, it was reported that a secondary procedure to explant the lens will be scheduled. No additional information regarding patient status was provided.